Event description:
A report was received that the patient will undergo a lead explant procedure, because the leads are irritating her neck.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm.

Manufacturer narrative:
Additional information was received that the patient's leads were explanted. The ipg remains implanted and the patient is reportedly doing well. Device evaluation indicated that the leads passed visual test performed. Leads exhibit normal device characteristics.

Event description:
A report was received that the patient will undergo a lead explant procedure, because the leads are irritating her neck.